Event description:
Related manufacturer reference number:(B)(4). It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, it was observed the lp exhibited poor r wave sensing. Upon attempt to redock to the delivery catheter, the lp prematurely released. The lp remained fixated to the original position and electrical values improved post release. The lp remains implanted without issue. The patient was stable.